Event description:
It was reported, the customer's infusion set was falling off. The customer also reported that they were unable to keep their sensors on. The customer also reported accidentally disconnecting from their infusion site while sleeping. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.